Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was experiencing a squeaking sound in their hip. A revision surgery was conducted on (B)(6) 2014, however the maxera cup was unable to be removed due to the fact that the option sleeve from the taper stem was unable to be removed.